Event description:
Customer reported his fs navigator displayed a message on the receiver screen stating "alarms inactive, insert new sensor". Customer explained the manual states that his message will appear at the end of the 5 day wear and he had only worn the sensor for 3 days. Customer reportedly ignored the message and did not check the sensor life or cm status. Customer then reported that he went to sleep and stated as the cgm did not "alert him" of his blood glucose, he began sweating and his wife noticed him tossing and turning, did not wake up and lost consciousness. Customer's wife injected him with glucagon and he regained consciousness approximately 10 minutes later. Customer was not seen at a healthcare facility, no diagnosis was reported. Adc customer service successfully trained customer on how to properly interpret and acknowledge the fs navigator alarms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Customer's reported fs navigator receiver and test strip lot reported (0900536) were returned and investigated. The complaint was not confirmed. This is a final report.